Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. It was noted that the patient had undergone radiation therapy. After a user download, normal device function resumed.